Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's power module to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed power module and determined that the cause of the reported issue was a shorted transistor on the electric/electronic overstress.

Event description:
Physio-control received a report from the customer that, "unit has no power coming to the device either ac or dc." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient involvement associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report from the customer that, "unit has no power coming to the device either ac or dc." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient involvement associated with this event.